Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the patient had an intra-aortic balloon (iab) rupture on the first balloon placed. The pump had alarmed possible helium loss and when the rn checked the tubing, there was dark red/black flecks in the tubing. The physician reported having no difficulty removing the first iab and the patient has been stable on the second iab since. The iab was not saved for return and staff had no way of finding out the serial number. There was no patient death or serious injury or reported. Patient current outcome reported as critical.

Event description:
It was reported that the patient had an intra-aortic balloon (iab) rupture on the first balloon placed. The pump had alarmed possible helium loss and when the rn checked the tubing, there was dark red/black flecks in the tubing. The physician reported having no difficulty removing the first iab and the patient has been stable on the second iab since. The iab was not saved for return and staff had no way of finding out the serial number. There was no patient death or serious injury or reported. Patient current outcome reported as critical.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.